Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering confirmed the complainant's experience of device breakage. The body of the tubing was damaged at the guide wire hub junction, which prevented the balloon from inflating. During inspection, the tip of the catheter broke off. Applied medical has reviewed the details surrounding the event and returned products. At this time, applied medical is unable to determine the root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements, which are intended to further minimize the likelihood for this type of event to occur.

Event description:
Procedure performed: "thrombectomy" "please see the attached report (B)(4) with pictures. On (B)(6) 2018: during a procedure [procedure: thrombectomy] the python catheter a4e04 was inserted into a patient's vessel. When a medical staff tried to inflate the balloon in the patient's vessel, the staff realized that the inflation tube was broken. The medical staff elected to remove the python catheter from the patient's vessel and use another python catheter for the surgery. The procedure was completed with no problem. This event didn't affect the patient. Comments from cosmotec: we confirmed the defective point where the connection area between inflation tube and guidewire hub. It's not sure that user performed prior checking (inspection) or not for the complaint sample. The user is heavy user of python catheter for a long time and the user is familiar with using python catheter. Investigation report for this case is required. The inflation tube is broken." Type of intervention: "the medical staff elected to remove the python catheter from the patient's vessel and use another python catheter for the surgery. The procedure was completed with no problem." Patient status: "this event didn't affect the patient."